Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2019 because the ipg was inoperable.

Event description:
Further follow-up indicates effective therapy was restored postoperatively. Issue resolved.